Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and hence suspected that the insulin pump might have under delivered insulin. Customer also reported about receiving calibration not accepted error and change sensor alert. Customer do not report any symptoms related to high blood glucose. Also, no harm requiring medical intervention was reported. Troubleshooting confirmed that the customer has been using the insulin pump within 48 hours of the reported hyperglycemic event. The customer confirmed that the auto-mode feature was not active at the time of the event. The device will not be returned for analysis.